Event description:
Discordant troponin (tni), creatine kinase (ckmb), human chorionic gonadotropin (hcg), brain natriuretic peptide (bnp), and intact parathyroid hormone (ipth) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). It is unknown if the samples were rerun on the same instrument or an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant tni, ckmb, hcg, bnp, and ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that aspirate probes 1 and 4 were clogged. The customer had been using gel tubes collected on ice for ipth samples, and debris in the gel tubes had clogged the aspirate probes, which siemens had previously instructed the customer not to use. The fse replaced the aspirate probes and verified aspiration of all four aspirate probes, all of which were within specifications. Proper sample tube types were discussed with the customer, who agreed to use edta plasma tubes for future ipth samples. The cause of the discordant tni, ckmb, hcg, bnp, and ipth results was due to clogged aspirate probes, which was caused by the operator using the incorrect sample tube type. The instrument is performing according to specifications. No further evaluation of this device is required.